Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent dislodged and migrated inside the patient requiring surgery. The target lesion was located in the right iliac artery. After a 7fr sheath was inserted, a 9.0x30x75cm express® ld iliac / biliary stent was advanced for treatment. However, during advancement through the stenosis, resistance was encountered. The physician attempted to pull the device back but the stent dislodged from the delivery system. Subsequently, the physician attempted to retrieve the dislodged stent with a snare but was unsuccessful and the stent migrated to the superficial femoral artery. The patient was then sent for surgery and the dislodged stent was removed by a vascular surgeon. No further patient complications were reported and the patient was in satisfactory condition, upon completion of the surgical procedure.